Manufacturer narrative:
The reported event that non locking screw anchorage 3.5mm/l32mm was alleged of 'poor fixation' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, the most likely root cause of this positioning issue is user related. When too much torque is applied during screw insertion, it can happen that the screw goes through the plate. Please note that operative technique an-st-1 en rev 2 anchorage optech reads: "note: all threaded holes can accommodate either locking or non locking screws (3.0mm and 3.5mm diameter). The compression ramp only accepts 3.0mm non locking screws. Applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for non locking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Issue with screw head going through the plates and not engaging.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Disposition unknown.

Event description:
Issue with screw head going through the plates and not engaging.